Event description:
Port-a-cath was implanted 11/18/97. Swelling occurred around site after first use. Radiologic exam indicated a leak in the device (not from the catheter connection). The port-a-cath was removed and replaced on 12/5/97.